Event description:
Had avaulta system for cystocele done (B)(6) of 2009. Felt itching and pain in vaginal area and was visiting out of town so was told to go to emergency room. They found and cut out approx. 5 inches of blue knotted material that looked like weedeater string. Advised I see gyn when back home. Still some protruding out of vaginal wall and causing yeast infections and discomfort. Was advised to see doctor that uses the avaulta slings. Want to know if there is a recall with this type of mesh bladder sling. Will have to see more doctors to decide if more surgery will be done. Dates of use: 2 years, (B)(6) 2009-(B)(6) 2011. Reason for use: prolapsed bladder.